Event description:
Uac was noted to be leaking. Four days later the patient was getting ready to travel to MRI. The appropriate MRI safe extension tubing lines were being changed. As I was scrubbing the hub of the uac port to switch over fluids, blood began to back up and leak out due to a small crack in the uac line. Immediately, the uac was clamped and the apn was notified. The uac was ordered to be removed.